Event description:
The customer reported to customer service that when she was unplugging the pump in style transformer, the housing fell apart and the inside wires are showing, which is a safety risk.

Manufacturer narrative:
A replacement transformer was sent to the customer. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under ir 13-0154. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event.